Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all keypad buttons under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-dec-2018 with the following findings: during investigation, the keypad was found to be intact; no damage or peeling was observed. All keypad buttons were responsive to button presses during testing. The keypad was removed and no evidence of contamination was observed on the button contacts. The complaint of a keypad response issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed evidence of moisture corrosion in battery compartment and on the display. A leak test showed a leak in a pump case crack. The pump was opened and evidence of the moisture was found n transceiver board.